Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "replace sensor" message with the freestyle libre sensor, on the 5th day of wear. The customer (child) subsequently experienced a seizure, and was provided assistance by his/her grandmother to "calm the child". No further information was provided. There was no report of death or permanent injury associated with this event.